Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of a about 41 months, oversensing was reported. The lead was capped and a new lead was implanted. No adverse patient side effects have been reported.